Manufacturer narrative:
Patient code - (B)(4) (surgical intervention - tissue resection, extended or time, extended incision). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload from line item. The reload was forcefully removed from the instrument. The instrument was successfully loaded with representative straight and roticulator loading unit. The instrument successfully clamped, unclamped, cycled fully, opened and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic splenectomy, as the tissue was thick, the surgeon re-clamped it again, and then fired the device without resistance. Then the surgeon started pulling the black return knob back to remove the device from tissue, however the knob was stiff and could not return it completely. The surgeon kept clamping the tissue for a while, and then could remove the device from the tissue without opening the jaws. They could not open the jaws. The proximal end of the jaws still clamped the resected tissue. The surgical time was extended by more than 30 min. The incision site was extended by more than three centimeter. The device was removed from the tissue by force but no tissue damage was caused.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.